Manufacturer narrative:
H3: a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the wear monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2 - dob. B1 - type of report. D4 - catalog #, exp date, serial, UDI. D6a - implant date. H4 - mfg date. The following sections were corrected. H6 - impact code 4648 no longer applies.

Event description:
The replacement of the prosthesis on the right hip is pending.

Event description:
From the information provided, it cannot be confirmed whether the patient has undergone a right side revision surgery. As part of the manufacturer's recall campaign, the patient presented for a check-up. In the x-ray control there was a clear decentering of both prosthetic heads and unusually large osteolysis in the acetabulum on the left and small osteolysis on the right as a sign of inlay wear. Left side reported under MFR# 1038671-2024-00520.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: h6 - 4614 no longer applies. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.